Event description:
This l v lead was implanted on (B)(6) 2013 and remains implanted at this time. A study report received on 8/24/2017 stated that this lead was dislodged due to fall. Patient had a fall in (B)(6) since then has had diaphragm stim. Xray confirms IV lead dislodged. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).